Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. An xray confirmed that the lv lead pulled back. The patient experienced phrenic nerve stimulation and diaphragmatic stimulation. The lv lead was turned off and programming was done until surgical revision. It was noted that the patient was a twiddler and, during the lv lead replacement, it was noticed the right atrial (ra) lead and right ventricular (rv) lead had all the slack pulled back and would have pulled out if they where not fixated with a helix. The lv lead was explanted and replaced and the physician added slack to the ra and rv lead. No further patient complications have been reported as a result of this event.